Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 4 months post implant of this 23mm aortic bioprosthetic valve, a 23mm transcatheter aortic valve was implanted valve-in-valve. The reasons for replacement were reported as aortic stenosis, moderate aortic insufficiency, and possible paravalvular leak. No additional adverse patient effects were reported.